Event description:
It was reported that this right atrial (ra) lead was explanted due to high out of range pace impedance measurement. This ra lead was replaced and disposed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance issue. Ra lead was replaced and disposed. No additional adverse patient effects were reported.